Event description:
The customer reported a false reactive alinity I havab igg result on a patient that was. The following results were provided: on (B)(6) 2024 sid (B)(6) = 0.10 / 1.25 s/co no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete sid: (B)(6). The complaint investigation for a nonreactive alinity I havab igg result included a review of data and information provided by the customer, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 54256be00 and the complaint issue. The overall performance of the alinity I havab igg assay was reviewed using field data from customers worldwide. The standard deviation to cutoff for the negative population and median values of the negative population for the complaint lot are within the established limits and comparable to the historical reagent lot performance, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I havab igg reagent lot 54256be00 was identified.